Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report on 05jun2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 229 colony forming units(cfu) as comprising of the following 3 isolates: 1: positive cocci - staphylococcus epidermidis, 2: positive cocci - staphylococcus warneri, 3: positive cocci - micrococcus luteus. Study number: (B)(4). The long term loaner video duodenoscope was received by pentax medical for evaluation on 10jun2019. The duodenoscope was inspected by pentax medical service on 14jun2019 and the service technician documented severe scratches inside the primary operational channel. Other findings included: distal cap - fixed type j1 - zone j - seal integrity intact, distal cap - fixed type k1 - zone k - seal integrity intact, distal cap - fixed type l1 - zone l - seal integrity intact, distal cap - fixed type m1 - zone m - seal integrity intact, passed dry leak test, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, segment steel braid cut, segment compressed, umbilical cable bump under pve root brace, fluid invasion not observed in pve connector, fluid invasion not observed in control body, distal cap - fixed type f1 - zone f - seal integrity intact, distal cap - fixed type g1 - zone g - seal integrity intact, distal cap - fixed type h1 - zone h - seal integrity intact, distal cap - fixed type i1 - zone I - seal integrity intact, pending repairs and resampling.